Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. Troubleshooting was performed and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display, frozen display, or stuck on the medtronic logo noted. The pump passed the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and the displacement test. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test value properly and displayed correctly on the display graph. The pump was monitored for two days and no unexpected sensor errors or calibration errors noted. No frozen display and the time incremented properly during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarms or additional power related errors or alarms noted during testing or in the pump trace download files.